Manufacturer narrative:
It was reported that four shutdowns occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the first shutdown was caused by a known design defect, the second shutdown was due to a vigilance device failure but the exact root cause is unknown, the third shutdown was caused by a collision due to use error (vigilance device management) and the fourth shutdown was caused by a shared memory error.

Event description:
During registration while selecting initial points on the face to manually drive to, the robot shut down due to a communication failure. The robot was not moving nor was there any forced applied to the robot arm. Once the robot was rebooted, we restarted registration. The robot shut down when driving back to correct facial points. Once registration and verification were completed, the surgeon drove to each of the trajectories using the distance sensor to mark them on the scalp and shave the head. While driving to the next trajectory, the distance sensor ran into the support arm and shut down. Field service engineer attempted to quickly inform her to click the stop button and for the surgeon to release the pedal, but it was too late. Due to the orientation of the arm, the distance sensor could not be removed, so the field service engineer had to manually release the arm. The patient's head did not move during this instance. In order to complete marking the head, the pointer probe was used instead. During the case, the robot had one final shutdown while in cooperative mode at one of the trajectories. The patient was not injured. The case was completed with no other complications. Theses events caused a delay inferior to 30 minutes and no clinical consequences.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During registration while selecting initial points on the face to manually drive to, the robot shut down due to a communication failure. The robot was not moving nor was there any forced applied to the robot arm. Once the robot was rebooted, we restarted registration. The robot shut down when driving back to correct facial points. Once registration and verification were completed, the surgeon drove to each of the trajectories using the distance sensor to mark them on the scalp and shave the head. While driving to the next trajectory, the distance sensor ran into the support arm and shut down. Field service engineer attempted to quickly inform her to click the stop button and for the surgeon to release the pedal, but it was too late. Due to the orientation of the arm, the distance sensor could not be removed, so the field service engineer had to manually release the arm. The patient's head did not move during this instance. In order to complete marking the head, the pointer probe was used instead. During the case, the robot had one final shutdown while in cooperative mode at one of the trajectories. The patient was not injured. The case was completed with no other complications. Theses events caused a delay inferior to 30 minutes and no clinical consequences.